Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that metal particles occurred during inserting 2 screws. These 2 screws were cleaned and implanted. No more information will be provided.

Manufacturer narrative:
An event regarding metal debris during insertion of a cancellous bone screw was reported. The event was confirmed. Method & results: device evaluation and results: the material analysis reported indicated the particles were most likely sheared pieces of the peaks of the threads of the screw. Device history review: all devices were accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that metal debris returned were most likely sheared pieces of the peaks of the threads of the screw. The exact cause of the event could not be determined because the device was not returned. The instructions for use state that damaged implants should be discarded and not implanted. The instructions also give guidance for the amount of torque to apply to the screw. Application of torque exceeding the recommendations could result in screw fracture.

Event description:
It was reported that metal particles occurred during inserting 2 screws. These 2 screws were cleaned and implanted. No more information will be provided.